Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the mega needle driver instrument was found to have an unknown issue. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was found to have a broken/damaged cable and there were no missing fragments at the instrument tip.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.